Event description:
Received registration form in device registration department that indicated laser lead extraction: single chamber ICD (implantable cardioverter defibrillator) (primary prevention, infection, bacteremia) - laser lead procedure. Device was explanted and lead was extracted which was competitor product. Implant date of device is (B)(6) 2018, comp lead implant date was (B)(6) 2010. Registration form indicated that there was battery voltage remaining. Unknown patient outcome and cannot provide any further information in relation to this event due to privacy/confidentiality reasons. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).